Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer received low readings from the adc freestyle libre sensor scan in comparison to readings obtained on a hcp meter. Caller did not report any symptoms but reported that she "suspected" he was hyperglycemic and took him to a hospital to check his blood glucose level. Caller reported sensor scan results of 2.2 mmol/l, 4.2 mmol/l, and 3.6 mmol/l compared to readings of 33 mmol/l, 28 mmol/l, and 23 mmol/l obtained on the hcp meter. The caller administered an insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caregiver reported that a customer received low readings from the adc freestyle libre sensor scan in comparison to readings obtained on a hcp meter. Caller did not report any symptoms but reported that she "suspected" he was hyperglycemic and took him to a hospital to check his blood glucose level. Caller reported sensor scan results of 2.2 mmol/l, 4.2 mmol/l, and 3.6 mmol/l compared to readings of 33 mmol/l, 28 mmol/l, and 23 mmol/l obtained on the hcp meter. The caller administered an insulin injection (dose/type unknown). There was no report of death or permanent injury associated with this event.